Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a y-type blood solution set cracked and subsequently leaked. During patient blood transfusion, the lower part of the spike that connected with the clear part of the tubing cracked and the blood started to leak. It was further reported there was no blood loss. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by spiking the set in an in-house solution bag, priming, and checking for flow. The device was found to prime and flow normally with no issues noted. The reported condition was not verified. The device was found to operate per specification. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.